Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) advised the customer to perform the following troubleshooting steps: verify the power management (pm) printed circuit board assembly (pcba) is equipped with pic firmware version 1.30, replace the internal battery, and then replace the pm pcba. The customer informed the rse that they installed a new v60 philips battery and the alarm remained. The rse advised the customer to check the connector at the battery and then the connection of the power harness to the pm pcba. If no issue was found at the connections, it was advised to replaced the pm pcba. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on (B)(6) 2024 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.